Event description:
Initially, the catheter was removed without difficulty. Modest gentle tug needed for final section. Metal tip end not on catheter suggesting retained segment. Retention confirmed on x-ray. Physician peer group discussion decision was not to remove catheter related to increased risk. Family also agrees for retained object to remain.